Event description:
As reported via legal documentation, a patient had left hip replacement surgery on (B)(6), 2018. They subsequently underwent left hip revision surgery on (B)(6), 2023, approximately 4 years 8 months post primary procedure. The patient claims to have suffered and continues to suffer from injuries including, but not limited to, significant physical pain and suffering, impaired mobility, poor balance, difficulty walking, walking requiring assistance of device (walker or cane) rehabilitation. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H10. Updated/additional information - g1. G4. H6. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available.